Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the pressure tubing got detached at the connection with the three way stopcock, which caused blood leakage on the first day of use. The event occurred to an adult patient and although the exact amount of blood leakage was unknown, neither any additional treatments nor extension of hospitalization was needed. The device was exchanged and the problem was solved. Although there was blood leakage observed, there were no patient complications reported by the customer.

Manufacturer narrative:
Additional testing was completed. The tubing od, 0.1110" near the point of detachment, was within specification. Stopcock tubing housing ID was not able to be measured due to presence of bonding material on the inner wall. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of pressure tubing got detached at the connection with the three way stopcock was confirmed. As received, pressure tubing was detached from three way stopcock. Bond indication was observed on inserted portion of the detached tubing. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.